Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8781, serial#: (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on (B)(6) 2021 . It was reported, that the surgeon "feels that when a catheter has been implanted in the body for a period of time. The catheter material becomes softer and smaller making it very difficult to advance into a new collet". The cause was reported, as "potentially related to amount of time being in a human body". The patient's weight was unknown. And the catheter would be returned for analysis.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4). Implanted: 2015-06-23 explanted: product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (2000 mcg/ml at 1170.3 mcg/day), bupivacaine (5.1 mg/ml at 2.9842 mg/day), and morphine (15.7 mg/ml at 9.187 mg/day) via an implantable pump for spinal pain. It was reported that the company representative (rep) was at a normal pump replacement and the healthcare provider (hcp) was unable to hook up the collet/connector to the existing catheter. The hcp trimmed a portion of catheter off and removed it to make it shorter and after he trimmed it the first time, they were not able to slide it on. It seemed like the catheter was brittle as it had shrank down to a smaller size so it was a lot harder to push into the collet/connector. They tried trimming the catheter about 4 times, tried rotating the catheter, and also tried using a secondary collet/connector with no success. While on the call the rep reported that the hcp was finally able to push the catheter into the collet/connector and everything was fine now. The rep expressed concern over older ascenda catheters being an issue with replacements due to this event. The rep stated that the hcp wanted an analysis report for the returned product once it is complete.